Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6 )2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter obtained a result of 336 mg/dl on the subject meter and 254 mg/dl on another meter, with readings taken within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria of (B)(4) difference compared to a reading from another meter taken within 30 minutes of each other. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.